Event description:
No new information reported. Patient weight was obtained.

Event description:
The trial patient reported that they were not able to void as much because the muscles in their back were really tight and sore. They believed this was from a previous injury. The patient stated that they were not drinking enough fluids which might have been another reason why they weren't emptying as much. It was noted that they were feeling comfortable stimulation in the groin area. This occurred during the advanced evaluation. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that they turned the amplitude down when the patient was seen on (B)(6) 2017. They were, at the time of the report, doing fine. They were voiding fine and not using catheters.